Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild calcification. The whisper guide wire was advanced, but could not cross to the lesion. After removal, it was noted that the tip was bent and kinked. A non-abbott guide wire was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. This is being upgraded based on returned device analysis which found that there was a core separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The kink was able to be confirmed; additionally, the core was noted to be separated. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.